Event description:
During an esophageal variceal ligation, the physician used a cook 10 shooter saeed multi-band ligator. It was reported that after successfully releasing the first and second bands the third band would not deploy. The body of endoscopy is twisted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box/tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Our laboratory evaluation of the product said to be involved could not confirm the report. Only one band remained on the barrel when the device was received even though the customer alleged that the third band was unable to be released and a knot was not found in the trigger cord. A functional test was performed. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. A simulated varice was placed at the end of the barrel and vacuum pulled and the band was fired. It was observed that the band deployed and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twenty deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord after being stretched back out was measured between the knots which was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the device could not confirm the complaint. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided states that a fujinon model endoscope was used with an mbl-u-10. Our f option mbl devices (ex. Mbl-6-f) are recommended to be used with a fujinon model endoscope. The f option mbl devices have longer trigger cords to accommodate the longer length of fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. In these cases the endoscope may torque when deployment is attempted. The instructions for use contain the following statement under precautions: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use also caution the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a fujinon model endoscope was used with an mbl-u-10, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box/tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Our laboratory evaluation of the product said to be involved confirmed the report for deployment difficulty. Only one band remained on the barrel when the device was received, aligning with the customers complaint of the third band not deploying and the additional bands coming off after the device was removed from the endoscope. A functional test was performed. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. A simulated varices was placed at the end of the barrel and vacuum pulled and the band was fired. It was observed that the band deployed and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twenty deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord after being stretched back out was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the device confirmed the report for deployment difficulty. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided states that a fujinon model endoscope was used with an mbl-u-10. Our f option mbl devices (ex. Mbl-6-f) are recommended to be used with a fujinon model endoscope. The f option mbl devices have longer trigger cords to accommodate the longer length of fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. In these cases the endoscope may torque when deployment is attempted. The instructions for use contain the following statement under precautions: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use also caution the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a fujinon model endoscope was used with an mbl-u-10, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.